Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The 'up' 'down' and 'ok' buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigators were unable to confirm or duplicate unresponsive keypad. Testing confirmed all buttons responded appropriately. The keypad has no visible sign of damage but the symbols were worn. Evaluation revealed that there was contamination was present under the contacts of all buttons. Observed the bolus button has a hole in it but is functional. Observed battery compartment is cracked below the finger pad extending down to the primary seal. No evidence of moisture damage in battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.